Manufacturer narrative:
A.1.-a.5. There was no known patient involvement. H11:livanova maintains DHR documentation for each device that for release to use shall be manufactured in accordance with the dmr and the design requirements. For this specific case it is not deemed necessary to perform DHR review because potential root causes cannot be related to a manufacturing issue. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova received report regarding an alarm (motor control failure) on pump no report of patient impact.

Manufacturer narrative:
H11: through follow-up communication with livanova field service representative in charge, it was learned that this present event is a duplicate of a previous one (livanova reference 2024-06032), for which a MFR report was already submitted (reference 9611109-2024-00401). Therefore, this complaint will be voided.